Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9278956, medical device expiration date: unknown, device manufacture date: 2009-12-03. Medical device lot #: 0025928, medical device expiration date: unknown, device manufacture date: 2010-03-29. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a box of syringe 1.0ml 31ga 8mm ufii 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration date was not on box. Verbatim: pharmacist called to inquire about expiration date. Stated that there is no expiration date on the box. I advised consumer about policy for returning expired or unused product."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batches being manufactured in 2009 and 2010 no DHR review can be completed files are retained for 7 years. H3 other text: see h10.

Event description:
It was reported that a box of syringe 1.0ml 31ga 8mm ufii 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration date was not on box. Verbatim: pharmacist called to inquire about expiration date. Stated that there is no expiration date on the box. I advised consumer about policy for returning expired or unused product."